Event description:
The portable concentrator has a burning smell and looks like a wire has burnt out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.